Event description:
It was reported that during a ptca procedure of a pre dilated lad lesion, crossing difficulties were encountered. After the several attempts at crossing the lesion, the stent edge became flared and the catheter tip deformed. Another stent was used to complete the procedure.